Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a davinci assisted total laparoscopic hysterectomy to treat a fibroid uterus on (B)(6) 2013 and a morcellator was utilized. The initial pathology was smooth muscle tumor of uncertain potential. A confirmed second opinion from a different hospital was received on (B)(6) 2013. The pathology on (B)(6) 2014 reported tumor type as leiomyosarcoma. It was reported that the patient has widely metastasized leiomyosarcoma. No additional information was provided.